Event description:
A dr had explanted a memory lens iol due to opacification. The lens was implanted 3-4 years ago. Several attempts have been made to obtain add'l info. No further info is available at this time.